Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Non-OEM tamper seals were found on device. Visual inspection found a crack on the right plunger case. Also a non-OEM top case and battery were found with device. Review of the error history log found a "force sensor test" error. Functional testing found a "force sensor test" error was found at power up. Investigators were unable to calibrate the force sensor. Root cause of the issue was attributed to contamination found inside the of plunger assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance and functional testing.

Event description:
It was reported the device had a plunger sensor failure. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.